Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 (medical device ¿ problem code).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was not inflating balloon. There was no patient involvement.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b5, e2, e3 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assembly (0997-00-1178). All functional and safety tests were performed and passed to factory specifications. The iabp was cleared for clinical use.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported in cardiosave intra aortic balloon pump (iabp), the balloon was not inflating, there was no patient involved.

Manufacturer narrative:
Due to character restriction in block e1. E1 initial reporter is (B)(6). Corrected field: d10, e1 (initial reporter), h6 (investigation findings). Updated field: b4, g3, g6, h2, h11.

Event description:
N/a.